Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as bent/broken non-patient end cannula. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Consumer reported on voice message finding when injecting the medication clogs. Consumer feels needles don't have holes in them. Now short on supply - insurance will not cover. Dc lot # unknown catalog# nano 2nd gen date of event unknown sample status discard.